Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Event description:
It was reported that there was a clutch issue. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection of the returned device confirmed the tamper seal was broken and the top case was cracked down from the handle and tubing guides upon receipt. Error code history for a clutch error was found in the device event history log. Results: the customer reported issue was duplicated as the device plunger lever was found to be damaged. Root cause of the reported event would be attributed to device damage originating with customer impact. Actions taken include replacing the right plunger case along with all the other plastic parts of the plunger head. The left and right clutch halves were replaced with leadscrew and spring as preventive measure. All part were over 10 years old. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: updated.